Event description:
The customer reported the pump had an unintended rate change while infusing 300ml of platelets to a patient in the infusion department. There was no report of harm. Received a copy of the customer's medwatch report from the customer which states, "platelet infusion began @ 100ml/hr @ 0920. Rate changed to 400ml/hr @ 0930. Infusion stopped @ 1015. 2nd unit of platelets started @ 400ml/hr @ 1015. Rn noted 30 minutes after infusion began that rate changed to kvo. Infusion stopped @ 1215." Received a copy of the customer's medwatch report from the FDA which states, "platelet infusion began @ 100ml/hr @ 0920. Rate changed to 400ml/hr @ 0930. Infusion stopped @ 1015. 2nd unit of platelets started @ 400ml/hr @ 1015. Rn noted 30 minutes after infusion began that rate changed to kvo. Infusion stopped @ 1215."

Manufacturer narrative:
The customer's experience was not confirmed in the pcu module event log or replicated during testing. Physical inspection noted the device to be in good condition. Each of the changes made came from input from a user to the pcu keypad. All infusions programmed appear to have infused properly. Testing performed on the source lvp found the device operating within specifications. During testing there were no observations of unregulated flow. The IV set and bag with the drug infusing at the time of the event were not returned by the customer and could not be tested.

Manufacturer narrative:
Additional medwatch information provided. The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported the pump had an unintended rate change while infusing 300ml of platelets to a patient in the infusion department. There was no report of harm. Received a copy of the customer's medwatch report from the customer which states, "platelet infusion began @ 100ml/hr @ 0920. Rate changed to 400ml/hr @ 0930. Infusion stopped @ 1015. 2nd unit of platelets started @ 400ml/hr @ 1015. Rn noted 30 minutes after infusion began that rate changed to kvo. Infusion stopped @ 1215." Received a copy of the customer's medwatch report from the FDA which states, "platelet infusion began @ 100ml/hr @ 0920. Rate changed to 400ml/hr @ 0930. Infusion stopped @ 1015. 2nd unit of platelets started @ 400ml/hr @ 1015. Rn noted 30 minutes after infusion began that rate changed to kvo. Infusion stopped @ 1215."

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported the pump had an unintended rate change while infusing 300ml of platelets to a patient in the infusion department. There was no report of harm.received a copy of the customer's medwatch report from the customer which states, "platelet infusion began @ 100ml/hr @ 0920. Rate changed to 400ml/hr @ 0930. Infusion stopped @ 1015. 2nd unit of platelets started @ 400ml/hr @ 1015. Rn noted 30 minutes after infusion began that rate changed to kvo. Infusion stopped @ 1215."